Event description:
Patient had plates, screws and nails placed in her femur in (B)(6) 1998 after an accident. Patient states that the parts were revised one year later in (B)(6) 1999. Patient did not provide why implants were revised.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).